Event description:
Per the customer contact, emt was placing a piv on a patient. The distal sponge on the chlorhexidine swab in the IV start kit came off the swab upon insertion cleaning. Glass shards then came out of swab onto the patient's arm.

Manufacturer narrative:
Per the customer contact, emt was placing a piv on a patient. The distal sponge on the chlorhexidine swab in the IV start kit came off the swab upon insertion cleaning. Glass shards then came out of swab onto the patient's arm. Patient received a minimal scratch as emt noticed the sponge had come dislodged. Provider made aware of situation but no further interventions were needed. No additional information at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.